Event description:
The field representative contacted the patient's clinic and was told that the patient has not been seen there in awhile. The field representative also attempted to contact other clinics and hospitals in the area with no success and they were unable to obtain any additional information relating to this patient.

Event description:
--

Event description:
Additional information was received that the device was explanted for normal battery depletion. No adverse patient effects were reported. The device was returned for analysis.

Event description:
Boston scientific received information that the clinician contacted technical services (ts) and stated that she was unable to interrogate the device. Ts suggested troubleshooting steps. The clinician stated that she had sent the patient home and will bring the patient in the following week for further evaluation. An email was sent to the field representative in an attempt to obtain additional information. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. During analysis the device was able to be interrogated successfully. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.